Event description:
During period of monitoring fsp02 reported to be within the range of 30-50% accompanied by decelerations. Fsp02 sensor was removed 8 minutes before delivery. Patient delivered with apgar of 5. It was also noted that the pt had shoulder dystocia and a nuchal cord x 1. The patient rapidly recovered with a 5 minute apgar of 7, and ten minute apgar of 8. The pt was discharged home for routine care.